Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump communicated properly with the test guardian link transmitter. The auto calibration feature functions properly. No auto calibration anomaly noted. No pump error noted during testing or in the formatted history file. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, unexpected low battery alarm noted in the formatted history file due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. The insulin pump had minor scratched display window, damage (scratched) display window cover, scratched case, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing battery related issues. The customer's blood glucose was unknown. The product was returned for analysis.